Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched tot he customer's site. The fse discovered that the instrument was leaking diluent when rinsing the probe. Upon further evaluation, the fse discovered that the probe rinse block was coming down too far and the fse proceeded to adjust the travel of the probe rinse block to resolve the issue. The fse did not observe any further leaks and repair was verified per established procedures. Results: failure mode of the leak is attributed to the probe rinse block requiring adjustment. (B)(4).

Event description:
The customer reported a leak from the probe rinse block of the lh 500 hematology analyzer while running in manual (secondary) mode. The customer reported that approximately 1 ml of fluid leaked and was not contained within the instrument. The customer reported that the leak is clear but sometime tinted with blue. The customer was wearing personal protective equipment consisting of gloves, personal eyewear, and a laboratory coat at the time of the leak and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.